Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit alarmed and than shut off while on a patient. There was no patient harm reported.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6)). It was reported during that during use the cardiosave intra-aortic balloon pump (iabp) unit alarmed while on a patient and then shut off. A getinge field service diagnose and troubleshoot device for 4 hours. The fiber optic connector door screw broke and fell onto the power management board causing intermittent shorts on the board. Verified issue in logs and prior to repair. Fse replaced the power management pcb, upper panel assembly , label trainer on - off and label patient connector . Performed a full function and calibration check. Could not duplicate issue after repairs. Repair performed in conjunction with pm. As part of pm fse also replaced muffler 1/8 npt , muffler <100 micron (d103-00-0499), scroll compressor and safety disk drive. Full pm, calibration, safety, and functionality checks passed factory specifications. Returned for clinical service upon completion. Patient involvement was there, no harm reported. The failure analysis and testing department (fat) installed the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The problem was not verified ( shut down during use). According to the fse a screw was found on the power management board causing the intermittent shut down. No screw was found on the board during testing. Power management board will be held in the fat dept. For engineering evaluation per procedure number 0002-07-d008 revision ak. Cf-16-may-2023- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".